Event description:
It was reported that the lead was not able to be secured in the patient at implant due to lead not able to stay in the target vein. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).